Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl. Reportedly the pump was not delivering boluses as requested and delivered insulin without customer input. Reportedly, customer fainted and paramedics were called and treated customer intravenously with glucose water. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.